Manufacturer narrative:
This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve this product; however, a response has not been received yet. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with this right atrial (ra) lead was explanted due to an endocarditis infection. It was noted that no new device was implanted, as there was no pacing indication. The patient outcome was reported as expected to fully recover and no additional adverse patient effects were reported. This ra lead has not been returned for analysis.